Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive ok button ) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(6) 2013: the device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following results: testing confirmed ¿contrast¿,"up","down" and "ok" keys respond intermittently. The keypad was intact and when removed to investigate, evidence of keypad contamination was located under ¿contrast¿,"up","down" and "ok" contact button. Unrelated to this complaint, the display was dim and pink contrast. When the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen.